Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. A DHR (device history record) review was performed and no deviation was found. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire entrapment occurred. Vascular access was obtained via ipsilateral and contralateral approach. The chronic totally occluded target lesion was located in the moderately tortuous and moderately calcified right common iliac artery (cia) to external iliac artery(eia). A 200cm, 8cm v-18¿ control wire¿ guide wire was tried to pass through the target lesion under a non-bsc support catheter and a 6fr sheath from the ipsilateral. However, while manipulating the system from the contralateral, the device and the support catheter got stuck together. The physician tried to maneuver but it could not be removed. Subsequently, both devices were pulled out together. The procedure was completed with a different device. No patient complications were reported.